Event description:
Rn reported 1 incident of a minicap falling off a pt's transfer set. Rn noted the pt had a set change but no antibiotic treatment was administered. No pt info was provided. Per rn, no pt injury was associated with this incident.